Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In late 2008, the lay user/reporter contacted lifescan on behalf of the lay user/patient alleging that his one touch ultra2 meter was prompting the error 1 message. The customer care advocate (cca) walked the pt through a retest and the issue was not resolved. The products were replaced. The medical affairs specialist (mas) was unable to reach the pt for follow-up. A letter has been mailed. The alleged issue started on twenty two days prior at 10:00am. The pt tests once daily and administers insulin based on a sliding scale. Allegedly, the pt developed symptoms of feeling tired, crabby, didn't want to eat, and sweaty at 12:00 am on original date. While in bed, the reporter found pt sweating. Pt's spouse contacted the ambulance since she was unable to wake him up. Results of 144 mg/dl and 186 mg/dl were obtained on the emergency medical svcs meter between 12:15 and 12:30 am. He was transported to the emergency room due to "very low" glucose levels. He was administered glucose intravenously and given food/drink. It would have been helpful to know pt's insulin regimen, last results obtained on the reported meter prior to the onset of the issue, if the pt had been attempting to test after the issue began, confirm if the pt tests once daily since pt is on sliding scale insulin therapy, results obtained at the ER, and possible diagnosis. This complaint is being classified as an MDR-reportable because the pt reportedly lost consciousness and required medical intervention following the alleged product issue.